Manufacturer narrative:
(B)(4). Generator s/n (B)(4) was found to operate to specification. Generator s/n (B)(4) was found to fail the high frequency current leakage test due to a failed relay on the rf power supply board. This failure may have contributed to the reported condition. The relay was returned to the manufacturer and their evaluation found that the relay had been over powered causing internal components of the relay to heat, melt and short. This is believed to be an isolated failure of this failure mode for the high voltage relay. Initial report sent: (B)(4) 2010 under MDR number 1717344-2010-00338.

Event description:
The customer reported they have had two occurrences of patient burns on the distal ankle during procedures. One occurred (B)(6) 2009, reported to be 3rd degree. (See MFR. #1717344-2010-00340) and emg monitoring machine was in use. Emg electrodes were placed on the patient's ankles. The electrodes on the patient's ankles are used to stimulate nerves. Two forcefxc generators were in use for the procedure, with two pads placed on the patient posterior both thighs. The procedure instrumented fusion t-8-l-2, anterior t-11 corpectomy with approach by left thoracotomy. Injuries were to both ankles 1-2 mm and 3-4 mm.